Event description:
A surgical technician reported that the surgeon observed fibers in the eyes of two pts during their postoperative visits after cataract intraocular lens implant procedures. No additional surgical or medical intervention was required and there was no pt harm resulting from this reported event. This is one of two reports for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).